Event description:
It was reported that the patient¿s pump has been empty three times (refer to manufacturer report #s 3007566237-2014-00949 and 300756 6237-2014-00950 for the first two times). The third time it happened, just in (B)(6) 2013, was when the patient returned to (B)(6). She didn¿t know why it happened but reported that the health care provider (hcp) facility provided her with oral medications that were ¿quite inadequate¿. The patient sat up for three nights, ¿like in withdrawal¿ and it was reportedly known the pump was empty. It was also reported all three empty pump events were due to administrative errors at facilities, no mechanical issue with the pump. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4) implanted: (B)(6) 2013, product type: accessory. (B)(4).